Event description:
It was reported that, "direct anterior approach, while impacting the trident window trial the handle that twists, snapped off. Broke the screwing mechanism."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.